Event description:
It was reported that an ilet pump displayed repeated alert 42 and several alert 38, and the device would not rewind even after restart; a trainer also could not initiate a rewind, and the user reverted to backup therapy while blood glucose remained unaffected. Symptoms included no adverse clinical effects. Outcomes included no change in glycemic status, no medical intervention, and no healthcare utilization. Investigation included review of device alarm history and operational checks, confirmation of the rewind failure, arrangement for device replacement, and return logistics. Investigation of this case revealed a motor current sense failure associated with the insulin delivery system, consistent with a device malfunction affecting the pump¿s drive mechanism. It was concluded that the cause was a device malfunction related to component or performance failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.